Event description:
Nxstage received a user facility medwatch report on 8/17/2007 reporting that during a routine hemodialysis treatment, "the machine stopped functioning" and "the patient started the process to rinse back his blood from the machine and the machine started to produce sparks and smoke started to come out of the machine." The report further indicated that the event required intervention to prevent permanent impairment/damage. Follow up with facility indicated that there was in fact no medical intervention required as a result of this event and that the user facility medwatch report was in error. Additional direct follow up with the patient determined that he did not see any sparks from the machine but heard a buzzing noise from inside the machine just before he saw smoke coming out of the side of the machine. The patient reported that he observed a fluid leak from the cartridge and was rinsing back the blood when the machine problem occurred. A replacement machine was delivered the next day on fifteen days prior to original date.

Manufacturer narrative:
No patient injury occurred. Evaluation of the returned cycler determined that a component in the power supply shorted out most likely as a result of fluid ingress. Due to the grounding and inflammability properties of the cycler, there is no risk of shock or a fire developing. Nxstage medical considers this report closed. No additional information will be provided.